Event description:
Our international affiliate has informed us of an event that there was leakage through the cuff after two days use. In 2008 the tube was inserted and the cuff pressure was controlled by infusion 7 to 10ml of air with a syringe. About 2 days later, low pressure alarm occurred. Air was infused again. Low pressure alarm occurred repeatedly and air was added each time. Hospital checked the ventilator and found no fault. Two days later, the tube was replaced with a competitor's tube as spontaneous extubation occurred. One more tube was reported to have leaked after less than 24 hours use on the same pt. Event occurred in another country.